Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt, difficulties to operate the active fixation system were reported by the physician. Another lead was subsequently implanted instead.